Event description:
The customer reported that they were able to pull an ECG that they thought had been deleted. It got confused with another pt's ECG.

Manufacturer narrative:
The customer reported that they were able to pull an ECG that they thought had been deleted. It got confused with another pt's ECG. Philips evaluated this incident and discovered a software defect. The customer has been provided with a work-around. We consider this to be a malfunction of the tracemaster system caused by a software bug that allowed deleted ECG files to be seen from the web-based application.